Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the patient had a run of ventricular tachycardia. Echo was performed and the pump was slightly deep. The pump was pulled back 1 cm. After repositioning, purge pressure decreased with motor current and left ventricle (lv) waveform increased. Purge flow decreased as well along with flow saturation. The team wanted to increase heparin due to possible thrombus ingestion. Nothing was visualized on echo and support continued.

Manufacturer narrative:
The investigation of saturated flow, high purge pressure, vf/vt/af/at, and positioning issues has been completed. The impella device was not returned for evaluation. Saturated flow: data log review showed a motor current spike and immediate rise in purge pressure. The motor current also stepped up with the motor current spike. Pump flows were saturated after the motor current spike. The root cause of the saturated flow was most likely biomaterial ingestion since there was a motor current spike followed by saturated flows. High purge pressure: data log review showing a motor current spike at the start of a 1-minute purge pressure rise from 400 to 1000 mmhg. No purge pressure high alarms triggered. The higher purge pressure resolved within an hour. Heparin was then started in the purge fluid. No product was returned. The root cause of the high purge pressure was most likely biomaterial ingestion since there was a motor current spike prior to the 1-minute purge pressure rise. Vf/vt/af/at: data logs are not applicable. The root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Positioning issues: data log review showed various positioning alarms throughout the case including an impella in aorta alarm prior to the purge pressure rise on (B)(6) 2025. The root cause of the positioning issues was not determined since insufficient clinical details were provided and product was not returned. Thrombus: the failure mode thrombus was added since data log review indicated biomaterial ingestion related to high purge pressure and saturated flow. The root cause of the thrombus was unable to be determined due to insufficient clinical details.